Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a lower gastrointestinal endoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device did not cut through the polyp. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Report source (user facility). Medwatch report#: (B)(4).

Manufacturer narrative:
Block g2: report source (user facility) medwatch report#: (B)(4) block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h11: blocks b5 and d7a have been updated based on the additional information received on september 28, 2022.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a lower gastrointestinal endoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device did not cut through the polyp. ***additional information received on september 28, 2022*** the snare was used to remove an 8mm polyp in the colon. The snare was securely attached to the active cord and there were no visible problems noted with the cautery pin. The procedure was completed with another snare and there were no patient complications reported as a result of this event.